Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at proximal rca. Approximately 7 months 3 weeks post index procedure, physician assessed stent thrombosis at proximal rca which was treated 2 weeks later when the patient underwent revascularization of proximal rca using 5 non-medtronic stents. Investigator indicated that there was no relation ship with the study product, drug or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). (B)(4).

Manufacturer narrative:
During index procedure a dissection occurred which resulted in acute occlusion and was treated with a driver sprint stent and 3 non-mdt stents. Investigator assessed that event is related to study device, but not related to procedure or therapy.

Manufacturer narrative:
Update received reported that the investigator indicated that the relationship with the study product was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.